Manufacturer narrative:
(B)(4). Insulin pump received with unexpected low battery alert and had high sleep/active current measurements, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed a low battery alarm. Customer changed batteries and new battery lasted 2 days. Customer also reported sensor feature off. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.